Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited elevated sic (sensing integrity counter) counts with fluctuating and high rv bipolar impedance that triggered a lead integrity alert (lia), which the patient heard alarming for the last three days. Achest x-ray was taken and in office isometrics with the patient could not create oversensing, noise or impedance change. It was noted that the patient shows history of elevated sic with periods of quiet. Most recent is associated with hrnst (high rate non-sustained tachycardia) episodes that were determined to be non-physiologic/noise events. Reprogramming was done for the rv lead. The rv lead remains in use and an echo is booked for the patient. No patient complications have been reported as a result of this event.